Event description:
The following has been reported: nurse reported: "while opening packaging, it was noted that the rotatin luer lock attachment on the end of the tubing was broken off" patient harm: no a preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample is available for evaluation. A photo was provided for evaluation showing the tubing separated from the rotating luer lock. The customer complaint is confirmed. The most probable root cause is related to the operator not performing the joining operation correctly, specifically failing to apply solvent to the tubing, resulting in inadequate bonding. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. A red-light indicator was installed at all the bonding stations to ensure proper timing process is followed. Implementation was completed on (B)(6) 2025. Qa pull test sampling for tube detachment across all assembly connections was implemented at final physical quality testing to verify bonding integrity and prevent recurrence. Implementation was completed on (B)(6) 2025. The batch record fa25b17134 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.